Event description:
A customer contacted baxter's technical service center reporting that he had drained out 6032ml and had been draining for over an hour on the homechoice (hc) machine during drain 3 of 3. The technical service representative (tsr) assisted the home patient (hp) to review programming: tidal therapy, fill volume (fv) = 2500ml, tidal volume = 80%, current ultrafiltration (uf) = 3674ml, initial drain alarm (ida) = 0. The tsr explained initial drain alarm (ida) setting and advised to talk to nurse about the ida setting being changed. The hp stated that he did not feel full, and that he was empty and wanted to bypass to last fill. The tsr assisted in bypassing and arranged for a swap of the hc device. The tsr re-iterated to notify the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The drain volume of 6032ml is greater than 160% of the lpfv (2500ml.). Therefore, the volumes reported fulfill the criteria consistent with increased intra peritoneal volume (iipv) event. This is an iipv event. During a follow-up with the hp regarding the reported issue, it was revealed that issue was resolved upon receiving the new hc, and hp suggested the cause was programming error (inappropriate initial drain alarm setting). The hp stated that he has not had any problems since receiving the new hc machine. The hp stated that he did not have any discomfort. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event (high drain 103), but it was not duplicated during pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the reported issue was determined to be insufficient drain due to use error. A follow-up report will be filed should additional information become available.